Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that a 27mm bioprosthetic aortic valve, implanted for nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm valve. Patient also underwent CABG. Post op status was noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report was unknown and could not be confirmed. X-ray demonstrated wireform intact. As received, all three leaflets had cuts of approximately 12mm x 9mm on leaflet 1, 7mm x 11mm on leaflet 2, and 12mm x 12mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Suture holes were visible around the sewing ring.